Event description:
It was reported via a trial that 9 days post acculink stent placement in the left internal carotid artery, the patient was hospitalized with acute cerebrovascular accident. Treatment included heparin therapy. The patient's condition continues but is improved. Though requested there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of cerebrovascular accident (stroke) is a known adverse event listed in the acculink instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.